Manufacturer narrative:
Original MDR was filed 20-dec-2018. Additional information (03-jan-2019): siemens headquarters support center (hsc) completed the investigation of the event. Hsc evaluated the information provided and the instrument data files. Review of the data files for instrument (B)(4) did not show any indication of a product nonconformance issue. No instrument issues were identified during the time of testing. No other incidents of this nature have been reported by this customer for instrument (B)(4). This event was singular in nature. The cause is unknown. The device is performing within specifications. No further evaluation is required.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) about a falsely elevated cardiac troponin I (tni) result obtained on the dimension exl with lm instrument. The ccc reviewed the tni quality control (qc) data and confirmed that qc was within laboratory ranges at the time of the event. Siemens headquarters support center (hsc) is investigating the event.

Event description:
A discordant falsely elevated cardiac troponin I (tni) result was obtained on a patient sample on the dimension exl with lm instrument. The discordant result was reported to the physician who questioned the result. The same sample was reprocessed the same day on an alternate dimension instrument and a lower result was obtained. A corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the discordant falsely elevated troponin I result.